Event description:
It was reported by the customer "we had two (non-lutathera) patients over the last month (per ir team) that had an infusion and we noticed that at the end of the procedure there was a small amount of infusate that, we think, had leaked from the junction of the red port and catheter tubing component." No other information was provided. It was reported this occurred with two patients. This report addresses the first patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.